Event description:
Spontaneous call from pt's mom that the backup pump was asking for program code, programming must have been erased. Pt did not miss any therapy or have any side effects sn of pump (B)(4). No more info given. The reported product fault did not occur while in use with a pt. The product issue did not contribute to pt or clinical injury. Dose or amount: 50nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: primary pulmonary hypertension.